Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 107 mg/dl. Customer stated the pump alarmed during normal use. Customer was explained the battery out limit alarm during normal use may indicate a loose battery cap. The customer reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 500 mg/dl. The customer stated that the keypad is not responding. The customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer was treated with shot. Customer did not troubleshoot due to off pump and keypad not working.